Event description:
It was reported the patient's ipg was end of life (eol) and it is unknown when the patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.